Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:  3006705815-2022-01647, 3006705815-2022-01648. T was reported the patient experienced ineffective stimulation. Reprogramming did not resolve the issue. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the leads were explanted and replaced and effective therapy was established.